Event description:
This spontaneous report was received on (B)(6) 2012, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route- dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the cutter broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route- dental, frequency, lot number and expiration date unspecified). After an unspecified duration, the cutter broke off. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 25-jul and 02-aug-2012. The lot number of the device was updated to 3178d. A review of the data associated with this complaint category revealed no adverse trends and no trend involving lot number 3178d. The returned sample was received open and used. It was visually examined according to product specification for reach johnson and johnson floss, mint waxed. Returned sample did not meet specification. Final packaging records lot 3178d were reviewed and did not show any non-conformance or abnormal situation related to the complaint event description. Incoming records were reviewed and did not show any non-conformance or abnormal situation related to the complaint event description. A review of the documentation did not indicate reach johnson and johnson floss, mint waxed failed to meet specifications. However, the returned field sample showed that the insert was broken in the part where it holds the cutter, which confirmed the complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 15-aug-2012. This closes out this report unless other additional significant information is received.